Manufacturer narrative:
Reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device was not working and the ring was out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the date of manufacture was reported as (B)(4) 2016 in the initial report. This has been corrected to (B)(4) 2018. The unique identifier( UDI) has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had damaged bearings, the tool could not be mounted, bearing was defective and fell apart. It was also determined that the device failed cutter insertion and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.